Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon catheter was used in the ureter during a balloon dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon had a pinhole. The procedure was completed with another uromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional evaluation was performed and the balloon was inflated; however, a leak was noted due to a pinhole located over the distal markerband of the balloon. The balloon material and markerbands identified no issues which could potentially have contributed to the complaint. No issues were noted to the catheter and the tip of the device. This failure is defined as an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Therefore, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: block d1, d2 (pro code (product code), d4 (model number, lot number, catalog number, expiration date and unique identifier (UDI) #), g5 (premarket / 510(k) #), and h4.

Event description:
It was reported to boston scientific corporation that a uromax dilatation balloon catheter was used in the ureter during a balloon dilation procedure performed on (B)(6)2020. According to the complainant, during the procedure, it was noticed that the balloon had a pinhole. The procedure was completed with another uromax dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.